Event description:
It was reported that during patient use there was a high inlet pressure alarm and oxygen leaking out the bottom of the ventilator. No patient information will be provided per hospital regulations. There was no reported serious injury to patient. In the service screen, it is showing the o2 inlet pressure 22.4 psi. The debug logs show that ventilation was not interrupted and continued to ventilate patient. The logs do not show a high o2 inlet pressure.